Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the patient contacted animas and alleged having been hospitalized on (B)(6)2016 with large ketones and a blood glucose (bg) of 935 mg/dl. Treatment included IV fluids. Patient had discontinued pump use 'a while ago' within the past year due to piston rod sticking and not moving up to meet the cartridge and push the insulin out to prime. She has been unable to use the pump and has been on an alternate method of insulin delivery. She was unable to contact animas about the prime issue before now.

Manufacturer narrative:
Followup #1 submitted 10/20/2016 as a correction: in the original report, the symptoms polydipsia, confusion, nausea, and symptoms of dehydration were inadvertently omitted. This report was submiitted as the patient experienced hyperglycemia while on a back-up plan.

Manufacturer narrative:
Device evaluation follow-up #2 submitted 12/14/2016: the device was returned to animas and evaluated by product analysis on 11/18/2016 with the following results: no defect was found. An ezprime sequence and 24hr duration test were successfully completed with no loss of prime warnings being duplicated. No evidence of stuck piston rod observed during testing. The pump is detecting the correct force. The tdd¿s add up correctly and reflect the users programmed basal rates. Pump passed delivery accuracy test and was found to be delivering accurately and within range removed pump cover; force sensor pins seated and solder connections intact. No evidence of contamination or cracked force sensor traces. No evidence of internal moisture was found. Unable to duplicate the prime issue complaint during testing. . Review of the black box data show no evidence of a prime issue. The bb shows on (B)(6) 2016 13:41 a replace cartridge alarm was recorded; deliveries resumed at (B)(6) 2016 01:31. No valid loss of prime events observed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.